Event description:
The integra representative reported the device breaking. There were total of 4 incidents involving the device and two patients developed meningitis after the device breakage. The device come apart at the hub. A medtronic drainage system was used with the lcak and the connection is good. The user facility also commented that each patient was active. The system is in 1-2 days before coming apart, and one may have tugged at the tubing. Different doctors placed the systems. Nurses have been instructed to immediately clamp off tubing if hub comes apart and not try and tape together. One system came apart several times. No systems were revised. Meningitis patients were given antibiotics. The products were not available for investigation to date. Two lot numbers(01364284 and 0136017) were reported but it is unknown which lot is involved. This MDR is linked to MDR 9612007-2006-00014 MDR 9612007-2006-00015 MDR 9612007-2006-00016